Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc reviewed the instrument data which indicated that quality controls (qc) were in range at the time the event occurred. Ccc instructed the customer to replace the integrated multi technology (imt) probe and run alignment, which passed. Ccc instructed the customer to run two advanced cleans and replace the imt sensor. The customer then ran qc, resulting within range. The cause for the falsely, elevated na and cl results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on a patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The sample was repeated on the same instrument, resulting lower. The repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na and cl results.